Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, b.6, d.6a, g.2.

Event description:
Patient reported rupture on right side. Patient reported capsular contracture baker grade iii, cysts, calcification and "lobulations" of implant. Patient representative reported "recall of the natrelle prostheses", "hardening", "pain", "distortion of positioning", "swelling". The device remains implanted.

Event description:
Patient reported capsular contracture baker grade iii, cysts, calcification and "lobulations" of implant.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.8, g.2, h.6. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "capsular contracture, baker grade iii".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on unspecified side. The device remains implanted.